Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that batteries were not lasting more than two days. As a result, customer had diabetic ketoacidosis. Customer was hospitalized due to a stroke and diabetic ketoacidosis. Customer's blood glucose was 600 mg/dl. Call was dropped with each attempt to troubleshoot.